Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Analysis of the device confirmed it was operating in safety mode and that critical therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high impedance within the battery. The high battery impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during telemetry or other normal, higher-power operations. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to enter safety mode operation to maintain back-up pacing with pre-defined settings. Boston scientific has issued a field safety notice to notify physicians of the potential for accolade pacemaker and cardiac resynchronization therapy pacemaker (crt-p) devices to exhibit this behavior.

Event description:
It was reported that this patient was admitted to the hospital and intensive care unit (ICU) after experiencing syncope. While in the hospital, there was oversensing of pectoral myopotential noise by this pacemaker which resulted in up to five seconds of pacing inhibition. Premature battery depletion (pbd) was suspected. Upon interrogation, it was found that this pacemaker had entered into safety mode. This device was subsequently explanted, and a new pacemaker was successfully placed. This product has been returned to boston scientific for further investigation. No additional adverse patient effects were reported.

Event description:
It was reported that this patient was admitted to the hospital and intensive care unit (ICU) after experiencing syncope. While in the hospital, there was oversensing of pectoral myopotential noise by this pacemaker which resulted in up to five seconds of pacing inhibition. Premature battery depletion (pbd) was suspected. Upon interrogation, it was found that this pacemaker had entered into safety mode. This device was subsequently explanted, and a new pacemaker was successfully placed. This product has been returned to boston scientific for further investigation. No additional adverse patient effects were reported.